Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they fell and cracked the device in 2015. Patient said the device was replaced at least a month after the fall. Patient is supposed to get an MRI of the lower back on (B)(6) and the MRI facility is telling the patient that the device is not MRI compatible. Reviewed how to activate MRI mode and the patient was able to successfully activate and deactivate MRI mode. MRI mode showed full body eligible. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they have had 5 mris since the battery was replaced and have never had any problem with it. Patient said the facility told the patient they can't do the scan because there are wires that were left near the battery.